Manufacturer narrative:
The reported failure of power vbus dropped is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging an event power vbus dropped error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at a third-party service center when the reported event had occurred on the device. During the evaluation it was noted that the third-party service technician provided no documentation stated on a root cause and/or any component replacement to resolve the event power vbus dropped error code. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the following parts were replaced for unspecified reason by the third-party service technician: air inlet foam filter, muffler assembly, tubing (system printed circuit assembly [pca], blower chassis, fio2, and low flow o2), cooling fan assembly, fan retainer, machine flow sensor, blower assembly, blower bellows seal pack, blower mount pack, and main housing, which were unrelated to the reportable issue. The device passed all final testing.